Event description:
My dexcom g7 does not read when I'm at a sporting event or concert. It has happened at least 8 times. Different ones, different venues. Bluetooth still works because it is still registering my working.